Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed, but not reproduced during product evaluation. The root cause of this condition was assigned to depleted main batteries caused by removing the lithium battery from the user interface module printed circuit board in order to clear the event history during previous service. The main batteries were replaced during previous service, therefore no repair was necessary for the reported condition.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up med watch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. The reported condition occurred during power up in the outpatient department. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.